Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. Download data showed that the device ran 32 pulses, 22 of which in first prime, before deactivation. The priming sequence did not run enough pulses to deploy the needle mechanism before deactivation. A rotational sensor malfunction was observed in the data. Rerun of the device deployed the device as intended and replicated rotational sensor malfunctions. The needle mechanism was reset and manually deployed as intended. Inspection of the commutator cap found areas of contamination. The contamination on the commutator cap is confirmed as the cause of the needle mechanism failure.